Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced hyperglycemia with a bg of 300 mg/dl with polydipsia, irritability, and symptoms of dehydration which included dizziness and lightheadedness associated with inaccurate delivery. The patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. Customer technical support (cts) noted that the basal rates were changed. Troubleshooting could not be completed at the time of the complaint. Cts made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia. The pump could not be ruled out as a contributing factor.